Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt reported that, while changing the insulin cartridge of her infusion device, the rubber stopper on the insulin cartridge remained attached to the piston rod of her insulin infusion device. This caused a small amount of insulin to spill into the cartridge chamber. During troubleshooting with a company rep, the plunger was detached from the piston rod. The pt was instructed to dry the device with a cotton swab. The proper procedure for removing the cartridge was reviewed with the pt. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.